Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a lead impedance measurement anomaly. The lead was found to have normal impedance during surgery, the pulse~~~~~~~~